Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. The customer stated that blood glucose was above 400 mg/dl at the time of incident. Customer reported bent cannulas in infusion set. Customer declined troubleshooting for further issues. The insulin pump will not be returned for analysis.